Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding spinal cord stimulator in 2018. Patient reported implantable neurostimulator (ins) had since been removed. Patient requested the ins be taken off the medtronic records. Patient reported only having one stimulator in, and stated that it is bladder stimulator in their upper left thigh in 2024. Additional information was received per a call report with the patient via representative. The additional information was regarding the ins being removed due to allergic reaction the patient had after the implant. There is ongoing request of information for the procedure date.